Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving inaccurate readings on their freestyle flash blood glucose monitor. Customer received readings of 11.8 mmol/l compared to a lab reading of 6.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values clinically significant. There was no report of death, serious injury or mistreatment associated with this event.